Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no product was returned for investigation. Photographs were provided which confirmed that the liner was fractured. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2019 primary hip replacement done in private hospital. One year later same patient revised due to broken altrx insert (ref. (B)(4)).

Event description:
Additional information received stated that the patient started to feel acute thigh pain and crackling sensation, without associated trauma. Revision notes reported that there was fracture of polyethylene and loss of fixation to the metal acetabulum. In the intraoperative period, a fracture of the polyethylene with loss of fixation and neoarticulation between the femoral head and the acetabular metal-back was found. The metal acetabulum and the femoral stem did not show signs of deceleration and there was no intra and peri-articular exudate. Doi: (B)(6) 2019; dor: (B)(6) 2020 right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.